Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded which showed many downstream alarm messages. Visual, functional and occlusion tests were performed, and a defective downstream occlusion (dso) sensor and seal were found. The dso sensor and seal were replaced to fix the issue.

Event description:
It was reported that the device is for repair. The investigation results found a damaged downstream occlusion seal and sensor. There was no patient involvement.